Event description:
It was reported that the patient who received pk626711 developed an infection in the staples used to close the incision. The infection was believed to have spread into the implant site, so it was removed. The infection has been cleared and a replacement implant was requested.